Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The location of the leak was described as, ¿leak at the connection of tubes¿. This was observed at the nurse station before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to: d9, h3, h4, h6 and h10. H4: the lot was manufactured from november 23, 2023 - november 25, 2023. H10: two (2) devices was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the port 2, spike port bonding area of both samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.